Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection.the device was received with minor scratches on the lcd window, cracked battery tube threads, and a broken reservoir tube lip and belt clip slot.(B)(4).

Event description:
The customer called and reported the insulin pump buttons were unresponsive at times. Customer's blood glucose was 63 mg/dl. The call was disconnected. The customer called back and stated the buttons on the insulin pump were getting stuck. Customer's blood glucose was 67 mg/dl. The customer stated the device may have been exposed to moisture. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.